Event description:
It was reported that the device gave error code 1720. No adverse effects reported.

Manufacturer narrative:
Device evaluation: one smiths medical legacy plus pump was returned for analysis with a cracked front and rear housing. During analysis, the device was powered up and alarmed ec 1720 which is an issue with the back-up capacitor. Service will replace the back-up capacitor to correct the reported issue. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.